Event description:
Chest pain, congestion, bronchitis, asthma flare ups, chronic cough, breathlessness, mucus, continued illness after using respironics dreamstation at high humidity levels. FDA safety report ID # (B)(4).